Event description:
Caller (pt's wife) alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: 2.6, lab: 1.7. Time between testing: same day. Caller did not know date of event. On (B)(6) 2012 was used arbitrarily. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.6, reference: 1.7, mean: 2.15, confidence limits: 1.4-3.1. Analysis of customer's data revealed that inratio and reference test result comparison did meet accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product is expected to be returned. No further investigation required. As reviewed on (B)(4) 2012, (B)(4). Due to this low occurrence rate, below the total complaint action threshold of (B)(4), no action is required at this time. Complaint issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.